Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Gardner, m.j., et al (2007) radiographic outcomes of intertrochanteric hip fractures treated with the trochanteric fixation nail. Injury, int. J. Care injured 38,1189-1196. This report is for unknown blade, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: gardner, m.j., et al (2007) radiographic outcomes of intertrochanteric hip fractures treated with the trochanteric fixation nail. Injury, int. J. Care injured 38,1189-1196. Us. A retrospective study was conducted of 97 patients with intertrochanteric hip fractures who were treated with a trochanteric fixation nail (tfn) using a helical blade device (tfn, synthes) at two institutions between 2001 and 2005. The mean age of the study group was 77.9 years and 68 patients were female, 29 were male. Three different nail lengths were used in this series, 170mm (61 patients), 235mm (25 patients), and long nails (> 270mm, 11 patients). Of the 273 fractures initially analysed, the following complications occurred: (B)(6) male, who developed hip pain soon after the procedure, and at 6 weeks postoperatively the blade had undergone reverse migration through the femoral head into the acetabulum, requiring a total hip arthroplasty. This is report 3 of 3 for (B)(4). This report is for unknown blade.